Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, dentotape, for dental cleaning (route-dental, lot number 3021d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the top metal part of the floss came off completely. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, dentotape, for dental cleaning (route-dental, lot number 3021d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the top metal part of the floss came off completely. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 02-aug-2012. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 3021d. All non-conformances generated one year prior to the manufacturing date of the lot number 3021d were reviewed and a non-conformance was initiated on (B)(6) 2011 to investigate a complaint received related to cutter detaching from the dispenser. The records for cutter-insert assembly were reviewed and no non-conformances or deviations were noted. Field sample for reach johnson and johnson floss, dentotape lot 3021d was received open and used. The cutter (metal piece) was detached from the dispenser. Evaluation was performed and the sample did not meet specification. A review of the device history record, incoming inspection records and retain sample evaluation did not indicate reach johnson and johnson floss, dentotape failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 16-aug-2012. This closes out this report unless other additional significant information is received.